Event description:
Information was received that a smiths medical level 1 hotline low flow system was leaking from the left hand side of the water tank during incoming inspection. It was also stated that the unit had not been used in a clinical environment yet; no patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed that there were damages to the enclosure and reservoir cover. The water tank gasket and fill port plug were also missing. To evaluate the complaint, the investigator applied a new gasket to the reservoir tank cover and filled the tank with water. A visual inspection was then performed. The investigator noted that the device leaked even after the new gasket was used. The customer reported product problem (leaking) was therefore confirmed. The leak was attributed to the damaged enclosure and reservoir cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. User issue was identified as the problem source of the reported product problem. This was identified as the root cause. The damaged device was scrapped.